Manufacturer narrative:
The other additional mitraclip referenced is being filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) (90716u254) was advanced and grasping was performed. However, the leaflets were unable to be grasped. The clip was retracted into the left atrium (la) and it was noticed that one of the grippers was not lowering. Troubleshooting was performed, but the issue was unable to be fixed; therefore, the clip was removed. While preparing a second xtr cds (90716u249), it was noticed that the grippers weren¿t sitting flush on the shaft. The decision was made to not use the clip and replace it. A third xtr cds was advanced and implanted without issue, reducing mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The result of the return device analysis did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information and without a failure mode, a definitive cause for the reported gripper actuation can not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.